Event description:
It was reported patient underwent surgical intervention wherein the ipg was explanted and replaced due to an unknown reason.

Manufacturer narrative:
During processing of this event, attempts were made to obtain complete event details.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated patient underwent surgical intervention to address ipg flipping in the pocket site. Issue was resolved therapy was restored post-op.